Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Crystal (interpreter) is calling on behalf of customer. The customer is concerned with test results from results obtained of 286, 247 and 252 (fasting) and 318 and 245 (non-fasting) mg/dl. The customer's expected fasting blood glucose test result range is 95 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in a cabinet in the living area. The test strip lot manufacturer's expiration date is 01/13/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Crystal called about meter reading the blood sugars very high since about (B)(6) 2017, nothing had changed said crystal , she was the interpreter for this call. She kept asking them questions in spanish I asked it I could have spanish speaking tech talk to them but she said no. I did not have crystal go all the way back in the memory but she did on her own and on (B)(6) 2017 the results were 103 mg/dl and after that she started getting the high blood readings.